Event description:
Name of procedure being performed: cholecystectomy. Detailed description of event: the rep was not present at the case. The inzii bag had the gall bladder placed within it. As the surgeon was taking the bag out of the incision by hand, the guide bead popped off. The rest of the bag stayed intact, and the surgeon was able to remove the bag from the patient with no other complications. The patient status is fine with no patient injury. The bag went with the specimen and is not available for return. The guide bead is available for return. The lot number is not known as the packaging was thrown away before the rep could retrieve it. Additional information received via email on 12dec19 from account manager at applied medical:the guide bead did not fall into the patient. The rep is planning to send a picture of the bead as soon as possible. Patient status: fine. Type of intervention: the surgeon was able to remove the bag from the patient with no additional complications. Additional information received via phone on 22jan2020 from applied medical account manager: it is unknown where exactly the bag and the specimen were taken immediately after the procedure but eventually the specimen and the bag were disposed of together. Additional information received via email on 22jan2020 from applied medical account manager: a picture of the bead has been received and attached to this complaint. "The other complete bag in the photo was being used as a reference. It is not defective, only the bead toward the bottom of the picture is included in the complaint."

Manufacturer narrative:
The guide bead of the event unit was returned to applied medical for evaluation. Visual inspection confirmed that the guide bead had detached from the tissue bag. There were no non-conformances observed on the returned guide bead. Based on the condition of the returned unit, it is possible that the guide bead was not sufficiently clamped onto the tissue bag or a large force were applied to the cuff of the tissue bag that caused the guide bead to separate from the tissue bag. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: cholecystectomy. Detailed description of event the rep was not present at the case. The inzii bag had the gall bladder placed within it. As the surgeon was taking the bag out of the incision by hand, the guide bead popped off. The rest of the bag stayed intact, and the surgeon was able to remove the bag from the patient with no other complications. The patient status is fine with no patient injury. The bag went with the specimen and is not available for return. The guide bead is available for return. The lot number is not known as the packaging was thrown away before the rep could retrieve it. Additional information received via email on 12dec19 from account manager at applied medical: the guide bead did not fall into the patient. The rep is planning to send a picture of the bead as soon as possible. Patient status: fine. Type of intervention: the surgeon was able to remove the bag from the patient with no additional complications.